Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. A review of the pcu event log shows that at 6:17 am on (B)(6) 2017 the user programmed a secondary basic infusion on pump module s/n (B)(4) with a rate of 62.5 ml/hr and vtbi of 300ml and stopped the infusion an hour later, however it cannot be determined why the infusion was stopped and there were no alarms prior to the user channeling the device off. As reported by the customer, the pcu and pump module were changed. At 7:26 am a secondary basic infusion was programmed on pump module s/n (B)(4) to run at 62.5ml/hr with a vtbi of 10ml. Eleven seconds later, the user stopped the secondary infusion and started the primary infusion. At 10:57 am, the user programmed a basic secondary infusion to run at 999ml/hr with a vtbi of 500ml. At 11:27 am, the secondary infusion completed and the device transitioned to the kvo rate of 20ml/hr. At 12:58 pm, the user programmed a custom concentration secondary infusion at a rate of 83.3ml/hr. It cannot be confirmed if any of these basic infusions or custom concentration infusions were potassium. The root cause of the customer¿s report of an overinfusion was not identified. No device or administration set was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a secondary infusion of 250ml of potassium chloride was programmed to infuse over 4 hours with a primary infusion of 1000ml of saline but was noted to be empty within 1 hour instead. The nurse suspected that this was a pump issue and changed the pump and the pcu, and had the same results. There was no patient harm.

Manufacturer narrative:
Additional information provided: concomitant medical products.